Manufacturer narrative:
(B)(4). Single reporter exemption #e2015028. Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. Device investigation could not be conducted as the caravel catheter was not returned as of today. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. It was presumed that torsion exceeding the product's design limit might be inadvertently applied to the catheter while the tip was trapped by the calcified lesion and caused damage to the tip. The tip was assumed to be separated by pulling force applied during removal. However, details could not be ascertained based on the information provided. Although device investigation could not be conducted, since all the shipped products were inspected in the production process for meeting the product specifications and release criteria, there was no indication of product deficiency. Instructions for use states: - [contraindications] do not use this microcatheter in advanced calcified lesion; - [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); - [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulation, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damages to this microcatheter and damage the blood vessel.); and, - [malfunctions and adverse effects] separation.

Event description:
It was reported that the tip of the subject microcatheter had come off in a distal at lesion of a patient. The patient had significant calcium and pad. As the catheter made its way down the vessel to the distal aspect of the at, the catheter tip was wedged into calcium and was not able to be freed from its position. The physician then used a "torquing" motion with the catheter to help free it from the lesion. Upon release, the physician noticed that the tip of the catheter had separated from the body of the catheter. An attempt was made to retrieve the separated tip; however, it was so far down the distal tibial artery that the physician decided to leave it as is. Although the separated remained in the vessel, there were no flow-limiting changes.

Manufacturer narrative:
The subject microcatheter was returned for evaluation. The returned catheter was missing its tip approximately 5mm in length. At the tip breakage site, the catheter lumen was found narrowed as the inner polymer layer and braids were twisted and gathered toward the center of the lumen and stretched distally. Strands on the catheter shaft were found disarranged. These findings suggested that excess torsion was applied when the catheter tip became damaged. Based on the obtained information and investigation outcome, it was concluded that torsion exceeding the product's design limit might be inadvertently applied to the catheter while the tip was trapped by the calcified lesion and caused damage to the tip. The tip was assumed to be separated by pulling force applied during removal. There was no indication of product deficiency.